Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline communication fault alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. Review of the submitted controller log files confirmed a continuous driveline communication fault alarm associated with com_b_fault flags beginning on (B)(6) 2024. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. The modular cable will not be returned for evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. The relevant sections of the device history records for modular cable, lot # 8435243, were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported a modular cable exchange was performed, and the driveline communication fault alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with driveline communication faults and was otherwise asymptomatic and doing well. The patient's ventricular assist device parameters were within limits. A review of the event log file revealed a driveline communication fault associated with a com b fault flag on (B)(6) 2024.